Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. Device received with cracked case at reservoir tube window corners.

Event description:
The insulin pump was returned for analysis. The reason for the return was unknown. The customer's blood glucose was unknown.